Event description:
The customer contact reported a burned area near the strain relief at the female end of the ac power cord. The pump was returned to the biomedical engineering department with an unsigned note that stated "there is a short in the cord near the machine, nurse almost got shocked." No tracking information was provided; therefore specific pt information, pump programming, or event details were not available. During testing at the user facility, it was noted that there was a spot near the strain relief on the female end of the ac power cord that was burned "all the way through the cord". There was no reports of any adverse pt or healthcare professional events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a vats lobectomy procedure, the device was fired across the pulmonary vein. The row of staples on the patient¿s side was not driven out of the cartridge, while the staples on the specimen side were deployed and formed b-shaped staples. This caused bleeding and the case was converted to an open thoracotomy. The patient was reported to be in stable condition following the surgery. Additional followup: the handling of the device was managed as per IFU. The surgeon is very familiar with the usage of this device as he has used it in over 200 vats lobectomies is his surgical career. He is well trained with this device dr. Fired the stapler across the inferior pulmonary vein where after opening the jaws from a complete plastic to plastic firing sequence, blood immediately started draining from the vein ¿ patient side of the stapling/cutting half. The staples formed on the specimen side in complete b staples, however, on the patient side, the staples were not driven out of the cartridge from the cartridge driver. The case was converted to an open procedure to control the bleeding and prevent a bleed out. The failure occurred on the initial firing of device; device produced and incomplete staple line; failure was detected visually; device was not fired across staple line(s); no buttressing material was used.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.